Manufacturer narrative:
Covidien reference number: (B)(4). Customer was advised by covidien customer service engineer (cse) to replace the analog interface (ai) printed circuit board (pcb). Customer reported to have followed the cse recommendations and malfunction has been corrected. Customer has conducted final testing. Covidien was not authorized to evaluate the device.

Event description:
Covidien received information stating that an 840 ventilator stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred.